Event description:
The customer called and reported receiving a compromised force sensor system alarm on the insulin pump while changing the set. It was reported that insulin was squirting out from the insulin pump during manual prime and the device was alarming that the force sensor system was compromised. The insulin pump was reportedly neither bumped nor dropped prior to the alarm occurring. While troubleshooting, it was reported that the drive support cap appeared normal. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.